Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, there was no physical damage to the device was confirmed where the foreign material remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿there was a stent stuck in the channel¿ was confirmed. The device evaluation found they were unable to pass brush and forceps through the instrument¿s channel due to the foreign object being stuck. It was confirmed with a borescope. Additionally, there was a cut on switch number 1. The forceps elevator and guide wire tension test were not possible to check due to the clogged biopsy channel. There was no suction flow due to the clogged biopsy channel. The objective lens glue was peeling. The light guide lens had a tiny chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a stent stuck in the channel of the evis exera iii duodenovideoscope. Foreign material exiting from the channel (including auxiliary water channel). The issue was found during an unspecified therapeutic procedure. There were no reports of patient or user harm associated with this event.